Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Information received from the field notes that at implant, there were atrial sensing issues and intermittent atrial capture. During a routine follow-up one month post implant, the patient was stable. An ECG strip showed atrial under- sensing. The lead was repositioned.